Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) display went blank. The patient was transferred to another ventilator, and no harm was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). A graphic user interface (gui) printed circuit board (pcb) was received for evaluation. A visual inspection was performed and no anomalies were observed. The gui pcb was attached to the test ventilator for analysis, it was powered up, and the ventilator passed testing with no errors recorded in the diagnostic logs. Functionality tests and calibration procedures were completed without issues. The ventilator was set into ventilation mode for a minimum of 24 hours, upon which the review of the diagnostic logs found no errors or alarms were recorded. The customer reported malfunction was not duplicated. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator has not been completed.